Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a procedure, the tip of the juggerknot device was found to be missing. A thorough wound sweep and intraoperative radiographic assessment were performed, and no retained fragment was identified. The patient had no known impact or consequence. Attempts have been made and no further information has been provided.